Manufacturer narrative:
Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump is damaged. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that there are cracks on the insulin pump display screen and the information on the screen is hard to read. The customer was advised that the device would be replaced and to return the product for analysis.